Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the lead had high thresholds and unacceptable sensing values. Another lead was implanted. No patient complications have been reported as a result of this event.